Event description:
Healthcare professional reported that a patient was injected 2 ml of juvéderm® volux¿ xc, one month later, 1 ml of juvéderm® volux¿ xc, and then one month later 2 ml of juvéderm® volux¿ xc all in the jawline. About 4 and half months later, the patient began experiencing swelling and pain. The patient had a sinus infection which is not device related but which may have contributed. Patient was treated with prednisone, clindamycin, and ciprofloxacin. Healthcare professional reported patient was steadily improving. Later healthcare professional reported patient was recovered. Symptoms has been resolved. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00875) (allergan complaint (B)(4)) and MDR ID# (3005113652-2023-00879) (allergan complaint (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volux¿ xc

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of sinus infection, deemed not device related is considered an unexpected adverse drug experience. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.